Event description:
It was reported that pre-implant a manufacturer¿s representative made several unsuccessful attempts to charge the device and there was no communication. It was stated that the manufacturer¿s representative tried again and saw a por (power on reset) message on the recharger. It was noted that it was attempted again alter and this time he saw the normal charging screen, 8 coupling bars, and no por message on the insr. It was noted that the device had not been interrogated by the clinician programmer 8840 at that time. It was reported that the device was now 60% charged and the 8840 showed a normal screen with no por. It was reported that the device was returned to the manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).

Event description:
It was further stated that no por code was noted/seen when the event occurred.